Event description:
It was reported that problems were experienced with use of size 8 cfn, cuffless fenestrated tracheostomy tubes. The info rec'd indicated that leakage was occurring between the inner/outer cannulae as well as the stoma site. The pt who is ventilator dependent required the device to be removed and replaced. It was also reported that the devices are being modified by angle cutting the distal end of the cannulae to accommodate and fit the pt's tracheal anomalies. This type of modification to the beveled end of the cannulae eliminates the distal fit and seal of the device components and compromises the intended function of the design. The rptr has been notified that modifications not performed by the MFR are not recommended and can effect optimal device performance and effectiveness.